Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: (B)(6).

Event description:
It was reported that the patients spinal cord stimulation (scs) leads were explanted due to high impedance. The patient was doing well postoperatively, and the explanted leads will not be returned.